Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "recall", "rupture", "pain and discomfort", and "calcifications". Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: a.2., a.4., a.6., d.6a., h.6., h.11.

Event description:
Patient reported "recall", "rupture", "pain and discomfort" and "calcifications". Patient later reported "capsular contracture baker grade IV, pain and dysfunction related to breast size and shape". This is for the left side. Device remains implanted.